Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard prefix (device #2) may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent "additional surgery to repair recurrent hernia after the perfix plugs failed and to remove the perfix plugs, which were infected" and "additional surgeries to treat mesh-related complications"; however, medical records are not available at this time. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard prefix (device #2). An additional emdr was submitted to represent the bard prefix (device #1). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2000: the patient underwent surgery for repair of a right inguinal hernia. As reported, two bard/davol perfix plugs, reference numbers 0112970, lot numbers 43fjd204 (device #1 and device #2) were implanted to repair the hernia defect. On (B)(6) 2017: the patient underwent an additional surgery to repair recurrent hernia after the perfix plugs failed and to remove the perfix plugs, which were infected. As reported, the patient endured additional surgeries to treat mesh-related complications. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plugs.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard perfix (device #2) may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent "additional surgery to repair recurrent hernia after the perfix plugs failed and to remove the perfix plugs, which were infected" and "additional surgeries to treat mesh-related complications"; however, medical records are not available at this time. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about several years post implant of perfix plug, patient was diagnosed with recurrent hernia, infection, abscess, adhesions and obstruction thereby underwent repair with partial explant of all the meshes. Few months later, patient developed fistula, infection, abscess, left mesh eroded and perforated into the bowel thereby underwent repair with complete explant of all the meshes.the instructions-for-use supplied with the device lists adhesions and fistula as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI no), e3, g1, g3, g6, h2, h6, h10, h11. Corrected fields: b3 (date of event), h4 (manufacturing date) this supplemental emdr represents the perfix plug (device #2). An additional supplemental emdr was submitted to represent perfix plug (device #1) and emdr's were submitted to represent the perfix plug (device #3 & #4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2000: the patient underwent surgery for repair of a right inguinal hernia. As reported, two bard/davol perfix plugs, reference numbers (B)(4), lot numbers 43fjd204 (device #1 and device #2) were implanted to repair the hernia defect. (B)(6) 2017: the patient underwent an additional surgery to repair recurrent hernia after the perfix plugs failed and to remove the perfix plugs, which were infected. As reported, the patient endured additional surgeries to treat mesh-related complications. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plugs. Addendum per additional information provided: (B)(6) 2000 - patient was diagnosed with reducible right inguinal hernia thereby underwent open repair with implant of two perfix plug (device #1 & #2). Per operative notes ¿a large direct inguinal hernia was identified, continuous with the internal ring with a pantaloon type hernia. This was easily reduced and secured two large perfix plugs together with sutures to fill the defect. The onlay mesh was then secured with suture.¿ (B)(6) 2000 - patient was diagnosed with reducible left inguinal hernia thereby underwent open repair with implant of two perfix plug (device #3 & #4). Per operative notes ¿a large direct/indirect inguinal hernia was identified consistent with a pantaloon type hernia. Two extra-large perfix plugs were then sutured to each other and placed to fill in the defect. A piece of onlay mesh was then used to reinforce and sutured in place.¿ (B)(6) 2016 - patient was diagnosed with abscess, recurrent bilateral inguinal hernia with obstruction. (B)(6) 2016 - patient was diagnosed with recurrent bilateral inguinal hernia, mesh infection and left inguinal abscess thereby underwent repair with bilateral mesh explant (device #1, #2, #3 & #4). Per operative notes ¿there were evidence of indirect right and left inguinal hernia. The mesh (device #3, #4) was transected leaving a small portion of it adherent to sigmoid colon in the right direct space. An area was left behind that was adhering to external iliac artery and vein. There was some purulence within the mesh. The inflamed appendix and a small portion of cecum was adherent to the left direct mesh. The mesh (device #1, #2) was starting to peel off the peritoneum and there was gross purulent discharge. The mesh was then dissected out of the direct space and appendectomy was performed.¿ (B)(6) 2016 - during visit patient was diagnosed with mesh infection secondary to likely appendiceal erosion into the mesh thereby provided antibiotics. (B)(6) 2017 - patient visited hospital for evaluation of colo-cutaneous fistula likely involving inguinal mesh, chronic drainage from left incision and draining sinus. (B)(6) 2017 - patient underwent repair of colo-cutaneous fistula with partial colectomy, removal of infected inguinal mesh bilaterally (device #1, #2, #3 & #4) and drainage of abdominal wall abscess. Per operative notes ¿mesh was evident eroding into the sigmoid colon. The cecum did not seem to be involved with the fistula. Purulent fluid was expressed from the peritoneum and the mesh was visible. Removed all the mesh (device #1, #2, #3 & #4) from left and right groin along with the onlay patch that was obviously infected.¿ (B)(6)2018 - patient underwent recurrent ventral incisional hernia repair with implant of a synthetic mesh. Per operative notes ¿there were obvious recurrent bilateral inguinal hernias. There was no prior mesh identified, all had been previously removed. A heavy weight piece of mesh placed to repair both inguinal hernias and secured with sutures.¿ attorney alleged that the patient had abscess, adhesions, bowel perforation, bowel removal, fistulae, infection, nerve damage, hernia recurrence, pain, complicated mesh removal and emotional injuries.